Event description:
New information received notes that oversensing was discovered via remote transmission. Programming changes were made. The patient was stable before, during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed. There were no patient symptoms reported.